Manufacturer narrative:
Subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. On 10/6/2021, caire received the model number and serial number of the device involved in the incident. Caire is attempting to have the unit returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. The damage sustained by the unit in the fire was too severe to find a root cause. Additionally, many of the unit's components were missing or were damaged beyond recognition. Additionally, the serial number and model number have been corrected on this report. The correct serial number is (B)(6), and the correct model number is as005-232.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to have the unit returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
It was reported that the newlife elite caught fire at the home of a patient. The patient sustained injury while removing the machine into the garden. The patient reported that she sustained pain in her back and shoulder, and burns to her feet.